Event description:
This was a spontaneous report received from a female consumer (age unspecified) reporting on herself. The consumer used efferdent unspecified (sodium perborate monohydrate/potassium monopersulfate) (start date and dosage unspecified) to clean dentures. The consumer's medical history and concomitant were not reported. The consumer reported that the product was causing her to cough up pink "stuff" and she felt weak and felt "the product going into her system" on an unspecified date. As of 2008, product use and the outcome of the events were reported as unk. This case is serious (life threatening).

Manufacturer narrative:
The product was not returned for failure analysis/ laboratory testing. It cannot be ruled out that the product may have possibly caused the event.